Event description:
It was observed during the device inspection that the scope exhibited an a b30 scope communication error. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the error was likely due to fluid invasion in the scope connector. Olympus will continue to monitor field performance for this device.